Event description:
Event description boston scientific received information that this pacemaker has been implanted for three years at mode ddr, 60 bpm. Six months ago at routine follow-up, no performance or measurement anomlies were observed and the battery status was good, battery life was two years, and the magnet rate was 100. Three months ago at routine follow-up, the battery status was still good, battery life was one year remaining, and the magnet rate was still 100. All daily measurements and electrograms were stable. The customer inquired why the battery life status shows a differential of one year within a three month evaluation. They also requested a longevity calculation be performed with the current pacemaker settings so an average time remaining on the battery can be determined. There were no adverse patient effects associated with the observation.